Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 18-dec-2020. Device evaluation: complaint product was returned in its original packaging. Upon evaluation of the sample plunger was not in advanced position. All the components look correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection under microscope: device not shown to be prepared for surgery. No traces of lubricating material were observed in the device. The lens was at the lens storage zone. There is no quality issue against the product reported. Therefore, there is no issue to verified. Based in the sample evaluation product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: if implanted: not applicable as the iol was not implanted. If explanted: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) had patient contact and vitrectomy was required. The doctor used a different lens to complete the procedure. Patient outcome was reported as: fine. No further information is available.